Event description:
Healthcare professional reported a xen®45 gts event described as "needle did not retract when delivering the stent" during implantation in left eye. Surgery was completed with second xen® device.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted the device was returned severely damaged (injector in warped condition). Therefore, functional testing is not possible and the complaint is not confirmed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding patient weight.

Event description:
Healthcare professional reported a xen®45 gts event described as "needle did not retract when delivering the stent" during implantation in left eye. Surgery was completed with second xen® device.